Event description:
Caller reported a malfunction with the pump, specifically citing a malfunction code labeled as malf 16. There was no adverse impact to the customer¿s blood glucose level, with readings not exceeding 500 mg/dl. Customer worked with technical support to reset the pump; however, the issue persisted, leading to a decision to replace the pump. The customer was informed that a replacement pump with updated software would be sent, and backup therapy with mdi would be used to ensure uninterrupted insulin delivery. Instructions on handling the return of the faulty pump and setup of the replacement were provided and acknowledged by the customer.